Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) had customer dock universal surgical manipulator (usm1), and surgeon was able to take control. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was not confirmed based on field evaluation. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to improperly seated usm.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon could not control universal surgical manipulator (usm1). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse could not find any related error in the logs. Tse had customer power cycle the system and dock usm1, which resolved the issue. The procedure was completed as planned with no reported injury.